Manufacturer narrative:
The tears noted upon explant were confirmed. All three leaflets had tears. All three leaflets contained fibrous pannus ingrowth on the outflow surface. Leaflet 2 contained fibrous pannus on the inflow surface. No significant calcifications or acute inflammation were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2013, an aortic valve replacement (avr) was performed and a 21mm trifecta valve was implanted in a (B)(6) year old patient. The tissue valve was selected because the patient was unable to take anticoagulant medication required of a mechanical valve due to the patients colitis ulcerosa. A preoperative echocardiogram revealed paravalvular leakage between the lcc and rcc. On (B)(6) 2019, an emergent re-do avr due to aortic regurgitation (ar) was performed. Upon explant, two 3mm tears were observed on the upper side of the left coronary cusp and right coronary cusp. The device was replaced with a 25mm inspiris resilia (edwards lifescience) valve. The patient remained stable throughout the procedure.